Event description:
Attorney reported: in 2003-- the pt underwent a ventral hernia repair procedure with placement of a non-recalled kugel mesh patch. Approx six months later-- the pt underwent irrigations and debridement of an abdominal wall abscess caused by the mesh patch. The mesh patch was explanted and a wound vac placed. The pt continues this treatment.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional info becomes available.